Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving three inappropriate shocks. Episode review noted a change in morphology and oversensing. The patient had an ablation and is medicated with anti-arrhythmic drugs due to a history of ventricular tachycardia (vt). The patient also has a history of atrial arrhythmias. The patient was referred to a following cardiologist and electrophysiologist for further discussion. No adverse patient effects were reported.